Manufacturer narrative:
The abut gold friction-fit 4. 5mm imp (hla4g) and unknown zimmer implant were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hla4g) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA /hhe/d/ie/product holds for the reported device. April post market trending was reviewed and there were no negative trends or corrective actions for the reported events (stuck abutment) or devices (hla4g). Therefore, based on the available information, device malfunction could not be verified and the reported events of stuck restorative components and damaged implant threads were non-verifiable without return of the product for review. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k013227, k953101. Device was not returned.

Event description:
It was reported that an abutment (hla4g) could not release from the implant. Doctor was able to remove the abutment and implant was stripped in the process. Implant was removed.